Manufacturer narrative:
This report is submitted on march 06, 2023.

Event description:
Per the clinic, the patient experienced loss of connection with the internal device. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 21, 2023.